Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: visual and tactile analysis noticed 3 separations on the catheter shaft. 1 at 64.5cm from the strain relief, 1 at 82cm from the strain relief and the final one at 97.5cm from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported the catheter broke. The target lesion was located in the superficial femoral artery (sfa). A fetch®2 thrombectomycatheter was selected for use during the procedure. Everything went fine during aspiration but when the physician went to remove the catheter it broke into seven pieces. The device was completely removed from the patient and the procedure was considered complete. No patient complications were reported and the patient status was fine.